Manufacturer narrative:
(B)(4).

Event description:
The beckman coulter lh780 instrument generated erroneous high platelet recovery on rerun for a patient specimen without instrument generated flags. No erroneous results were reported outside the laboratory. A manual platelet scan was performed and platelet clumps were seen. The specimen was collected in a pediatric tube and checked with no clots found. The same specimen was run on the act diff instrument and recovered lower platelet results which the customer considers correct. The platelet results from the act diff instrument were reported out. There was no death, injury, or affect to patient treatment reported. Per cf: the instrument is operational; there were no other sample issues or instrument concerns. Raw data files are no longer available. Service was not dispatched for this cf event. Root cause for the low platelet recovery is unknown. However platelet clumps were seen on the smear and platelet clumps are a known interfering substance. Per labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are listed as interferences for plt parameter. The lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message